Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was identified from the tubing of the cassette. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A batch review will be performed. Should additional relevant information become available, a follow-up report will be submitted.